Manufacturer narrative:
All operating currents are within specification. There was no unexpected low battery or off no power alarms noted. The pump passed the off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. They were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. They were unable to complete the functional test due to the prime anomaly. The pump was received with a cracked case on the display window corners, a minor scratched lcd window, a broken reservoir tube lip, a broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was breaking where the reservoir locks into place. Customer was sitting down and was giving himself a bolus and found a crack on the pump. Customer's blood glucose was 279 mg/dl at the time of the incident. Customer stated that the reservoir compartment was cracked. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the high blood glucose and stated that he bolused for lunch.